Event description:
It was reported the single use electrosurgical knife was fractured. The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction: d4, h4

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: t due to the factor described below, an electrical discharge occurred between the tissue and the cutting knife during output activation. The output setting for activation was too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. The discharge occurred, causing the part of the cutting knife to become instantly hot. As a result, the strength of the cutting knife decreased. During tissue incision, a load was applied to the cutting knife, which had reduced strength. This likely caused the cutting knife to break. However, the exact cause of an electrical discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.